Event description:
Customer reported being hospitalized for low blood glucose levels. No further details provided at time of call. Troubleshooting performed and pump appeared to be operating normally.